Event description:
It was reported by the affiliate that the (1) tsv35 was used during a laparoscopic sigma procedure. It was reported that the one side had no complete staples. (White magazine). There was no consequence to the patient.